Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient needed a new ins because her current implant batter had died. The patient confirmed this issue had been going on for 8 months. The patient noted that the implant battery fluttering on her for about a year and she had no tapping since. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# j0349005v, implanted: (B)(6) 2004, product type lead.

Event description:
A patient reported that her battery had died. The patient stated she had noticed for a few months that she was ¿not feeling the pulse and all that kind of stuff.¿ the patient stated she booked an appointment to see a healthcare professional (hcp) in (B)(6) in (B)(6) 2016. The patient stated they used the clinician programmer to check the battery and they could not communicate at all both the hcp and manufacturer representative (rep) confirmed the battery was dead. The patient stated she lost her insurance for 2 years and that was part of the reason why they did not do anything about the dead battery. The patient noted the device started to die in the (B)(6) 2015 and the hcp and rep confirmed the battery was dead in (B)(6) 2016. The patient was implanted for interstim ¿other. Additional information was received. Consumer reported the wire had pulled away from the fascia. The burred lead was reportedly still in place at s3. No steps were done to resolve the issue as the patient did not have insurance. No further information was received.